Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the safety clamp, on the pump molded clamp, on the top cover, and on the pump door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, patient pressure sensor calibration check, mushroom head check and a valve actuation test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. There were no other discrepancies encountered during the internal visual inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized. No additional information provided at intake. Subsequent attempts to obtain additional information (e.g., discharge summary) have thus far proven unsuccessful. Based on the limited information available, the patient¿s liberty select cycler is disassociated from the event. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation.

Event description:
It was reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized. No additional information provided at intake. Subsequent attempts to obtain additional information (e.g., discharge summary) have thus far proven unsuccessful. Based on the limited information available, the patient¿s liberty select cycler is disassociated from the event. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation.

Manufacturer narrative:
Additional information: b2 hospitalization - initial or prolonged changed from "no" to "yes".

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the limited information available, the patient¿s liberty select cycler is disassociated from the event. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore (per the knowledge of this reviewer), the patient is utilizing the same liberty select cycler at home, as a replacement has not been requested and/or issued. Therefore, the completion of a clinical investigation is not required at this time.

Event description:
It was reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized. No additional information provided at intake. Subsequent attempts to obtain additional information (e.g., discharge summary) have thus far proven unsuccessful. Based on the limited information available, the patient¿s liberty select cycler is disassociated from the event. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation.